Event description:
It has been reported to philips that the system will not x-ray. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the mains interface unit (miu). The fse replaced the miu and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned coronary treatment and the procedure was completed by moving the patient to another room. Review of the system log file showed that a "x-ray generator errors" resulted in the system not being able to produce xray and philips field service engineer (fse) determined that the miu was faulty. The fse replaced the miu (mains interface unit) of certeray e-cabinet. After replacement of the miu, the system was returned to use in good working order.